Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient was hospitalized on (B)(6)2024 due to diabetic ketoacidosis and patient had dementia. Patient was admitted to intensive care unit. Patient was treated with insulin via intravenous (IV) drip. Blood glucose level was over 900 mg/dl. The duration of hospitalization was greater than 24 hours. No further information was available.